Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an orif ankle procedure the surgeon had implanted the nail and as the outrigger targeting guide, ar-8973-01 (lot 711835) was being taken off it was noticed that a tab was missing and a fragment of metal was visualized as being left in the patient. They attempted to retrieve the fragment from the distal tip of the nail but it was stuck in the cutout of the mail. The piece of metal is lodged in the nail. It was reported that it is unlikely to become dislodged and migrate. The surgeon elected to leave the piece of metal.

Manufacturer narrative:
The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that one of the tabs had broken off the hub attachment tube. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces on the hub attachment tube.